Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the in pact av access dcb during procedure to treat severely calcified lesion. The vessel had moderate tortuosity. The balloon was inflated with a syringe. There was no defect when removing the product from the package or tray. The device was prepped per the IFU with no issues. It was reported that balloon burst, leak, or catheter leak occurred during balloon inflation. A vertical burst occurred at 12 atm. All fragments of the balloon were removed. The device did not pass through a previously deployed stent. No resistance was encountered during delivery. The catheter was removed and the procedure was completed. No patient injury.

Manufacturer narrative:
Product analysis: device decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with damage visible to the proximal balloon bond. A tactile did not detect any further kinks or abnormalities along the length of the catheter. A 0.035-inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did detect a presence of a leak on the device. The device was pressurized to 8atm and a leak was observed from the damaged area of the proximal balloon bond. It was not possible to inflate the balloon. There was no evidence of liquid leaking from the distal tip during attempted balloon inflation. Additional information: there was no intervention required to remove the burst balloon from patient. There was no vessel damage noted. The device was safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.